Event description:
It was reported by a customer that on (B)(6) 2011 the fiber hit a prostate stone and blew out the fiber tip at 928 joules. Per the customer, the fiber was embedded in the gland. The gland was very fibrous. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap was burnt and melted. The fiber cap remained intact and attached. The fiber cap was drilled through. The cap exhibited detritus, char, devitrification and melted glass. The cap condition would result in reduced vaporization efficiency. This may also cause forward firing. The joules verified on the fiber card were 920 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.